Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was observed with loss of capture and exhibited unstable/high thresholds. A fracture was suspected. Reprogramming was performed. Subsequently, the rv lead was capped and replaced. It was also reported that the right atrial (ra) lead was suspected of loss of capture. The atrial lead remains in use. No patient complications have been reported as a result of this event.